Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable had a bent pin. Reportedly, the usb cable had to be held at a certain angle to charge the pump. There was no impact to customer's blood glucose level. A replacement cable was sent to the customer to resolve the issue.